Manufacturer narrative:
(B)(4). The investigation is incomplete at the time of this report.

Event description:
The customer alleges that an attempt of an io in the tibial plane was un-successful due to the needle stylet not unscrewing from the hub. A second attempt was made and was successful. The assistant chief stated that the first failed attempt did not contribute to the patient's death.

Manufacturer narrative:
(B)(4). A device history record (DHR) review could not be performed as no lot number was provided. The sample was not returned; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that an attempt of an io in the tibial plane was un-successful due to the needle stylet not unscrewing from the hub. A second attempt was made and was successful. The assistant chief stated that the first failed attempt did not contribute to the patient's death.